Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that the extension had a damaged shipping box and a damaged product box prior to implant. The sterility of the device was questionable. The extension was no used. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-21. It was reported that the affected device was in their possession and they were waiting on instructions regarding where to send it. Also, the rep was waiting on instructions to see if any additional information was needed to send with the product. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the extension (serial (B)(4)) found that the extension packaging was damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.